Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received information that this right atrial lead had dislodged. An invasive procedure was performed. This lead was explanted and successfully replaced. No adverse patient effects were reported.